Event description:
It was reported that during a ptca/stent procedure in an lad lesion membrane separation occurred. The target lesion was predilated with a balloon catheter smaller than the target vessel. The stent was removed and reused, and was advanced after resistance was met, contrary to the IFU. Post deployment, resistance to removal of the stent resulted in suspected membrane separation. The pt went to surgery the following day to complete the arterial intervention and the surgeon visualized and removed a foreign body when making the arteriotomy. Reportedly the pt is doing well at this time.